Event description:
It was reported that a patient underwent a dental surgery in the odontology department on (B)(6) 2022 and suture was used. During the procedure, a thread needle was broken in the patient's bone when suturing. The needle seemed to have broken at the joint between the needle and the thread. The patient present an infection. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Device not returned. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was there any adverse consequence associated with the patient? The patient present an infection. Please provide the correct product code; vr2294 or vr2296: please provide the lot number: the lot number is not available. Device return status: no further information available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Name of index surgical procedure? The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? How was the suture originally tied (multiple knots, square knot, etc.)? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? Will product be returned? If so, please provide the return date and tracking information. Broken needle: was the needle retrieved? What instruments were used to grasp the needle? Where was the needle grasped during use? Were x-rays performed to localize the needle fragment? What was the size of the broken needle fragment? Were the needle piece(s) retrieved during the same procedure? Does the piece/device remain retained in the patient's tissue? If the piece(s) were retained, where are they located/in what structure? If retained, were there any patient consequences? If retained, are there plans for removal of any remaining fragments? Infection: please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound?

Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/27/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: the product code is unknown. The possible product codes are vr2294 or vr2296. Pc-001116840 date sent to the FDA: 7/27/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6 investigation conclusion corrected h3 investigation summary: one detached needle of product code unknown was returned for analysis. Visual inspection was conducted on the returned device. Upon visual analysis of the returned sample revealed that no needle broken was found. However, the point of the needle does not meet the requirements since the needle point was not formed correctly. The swage and attachment area was noted to be as expected and no suture remnant was found in the barrel hole. Based on the information currently available, misformed was identified during the investigation of the sample received. This product issue will be addressed through the quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Device history lot: the manufacturing records couldn't be reviewed as the batch number is unknown.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/15/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: one detached needle of product code xcw9962 was returned for analysis. Visual inspection was conducted on the returned device. Upon visual analysis of the returned sample revealed that no needle broken was found. However, the point of the needle does not meet the requirements since the needle point was not formed correctly. The swage and attachment area was noted to be as expected and no suture remanent was found in the barrel hole. Based on the information currently available, misformed was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Device history lot: the manufacturing records couldn't be reviewed as the batch number is unknown.